Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at .245 mg/day) and bupivacaine (5 mg/ml at .245 mg/day) via an implantable infusion pump. It was reported that the patient had decreased pain relief despite a dose escalation. The catheter was unable to be aspiratedor flushed during a dye study. The sutureless connector was removed and the catheter was tied off in the pocket.